Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet system with a steel cannula infusion set and a recently changed cartridge; glucose rose despite a meal bolus, and the user subsequently replaced the entire steel infusion set and cartridge, after which glucose decreased. Symptoms included hyperglycemia and urinary frequency. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a device component and the medical device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.